Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens was torn while advancing in the cartridge. The lens was not inserted but there was pt contact. There was no pt injury.